Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an 8f vista brite tip guiding catheter and the catalog and lot numbers are not available. As reported in the literature by lockau, h., liebig, t., henning, t., neuschmelting, v., stetefeld, h., kabbasch, c., & dorn, f. (2014). "Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results." Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5. As reported in the literature by lockau, h., et al. (2014). Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results. Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5; report one case of peripheral embolism after use of an 8f vista brite tip guiding catheter for a mechanical thrombectomy. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided and without the return of the device for analysis or procedural films, the reported event ¿peripheral embolism¿ could not be confirmed and the exact root cause could not be determined. An embolism is the lodging of an embolus, a blockage-causing piece of material, inside a blood vessel. The embolus may be a blood clot (thrombus), a fat globule (fat embolism), a bubble of air or other gas (gas embolism), or foreign material. The physical manipulation inherent in the mechanical thrombectomy procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Patient, vessel, and procedural factors may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by lockau, h., liebig, t., henning, t., neuschmelting, v., stetefeld, h., kabbasch, c., & dorn, f. (2014). "Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results." Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5; report one case of peripheral embolism after use of an 8f vista brite tip guiding catheter for a mechanical thrombectomy.